Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device manufacture date: unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cartridge was defective. No patient injury was reported. Additional information was received and it was learnt that the cartridge was cracked at the tip. No patient contact was reported. No further information was reported.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/10/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that an intraocular lens was stuck in the cartridge tube. No viscoelastic residue was observed in the cartridge tube or in the loading zone. The cartridge tip was observed deformed and bruised. No cracks were observed. The condition of the returned unit suggests that the damaged was caused when the cartridge was assembled (attached) with the hand piece. The customer's reported complaint of a damaged cartridge was verified; however, the reported crack in the cartridge was not identified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.